Event description:
It was reported that the patient presented to the emergency room after experiencing chest pain and bradycardia. There was right ventricular (rv) lead undersensing observed on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.